Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarm was noted. However, moisture damage was noted on the keypad traces. Moisture damage was noted on the electronic and motor assemblies.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She stated that the insulin pump had been exposed to water. The blood glucose reading was 331 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.